Event description:
It was reported that a patient presented with a type b dissection and was treated with a conformable gore® tag® thoracic endoprosthesis in (B)(6) 2022. The endoprosthesis reportedly penetrated the aortic wall and caused a type 1a endoleak. Two months after the original procedure, a follow up procedure to implant another conformable gore® tag® thoracic endoprosthesis as an extender to the brachio cephalic artery was successful.

Manufacturer narrative:
Patient ID is unknown so the event number is used. Date of event since the exact event date is unknown, (B)(6) 2022 is given. The serial/lot number is currently unknown so the device manufacturing date is not available. The device remains implanted and is not available for evaluation. Additional gore® tag® conformable thoracic endoprosthesis the complainant has been asked for additional information regarding the device.

Manufacturer narrative:
H6, code d12 (known inherent risk of device): according to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and vascular trauma. Updated coding after conclusion of investigation.